Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained a lower scan value while using the adc freestyle libre sensor compared to a competitor¿s brand meter. (B)(6) 2021 at "1:48 p.m." A glucose test of 108 mg/dl was obtained on an unknown device and the customer was provided insulin with lunch. After approximately 10 minutes at "2:03 p.m.", sensor scans of 48 mg/dl and 53 mg/dl were obtained, and the customer was then provided soda for treatment. After an hour and a half at " 3:30," a sensor scan of 53 mg/dl was obtained, and the customer was provided additional ¿sweet liquid.¿ a glucose test of 268 mg/dl was obtained on the competitor¿s device and at "4:10 p.m.," additional blood glucose tests of 253 mg/dl and 340 mg/dl were obtained, and the caregiver provided the customer with 1 unit of insulin for glucose correction. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained a lower scan value while using the adc freestyle libre sensor compared to a competitor¿s brand meter. 27dec2021at "1:48 p.m." A glucose test of 108 mg/dl was obtained on an unknown device and the customer was provided insulin with lunch. After approximately 10 minutes at "2:03 p.m.", sensor scans of 48 mg/dl and 53 mg/dl were obtained, and the customer was then provided soda for treatment. After an hour and a half at " 3:30," a sensor scan of 53 mg/dl was obtained, and the customer was provided additional ¿sweet liquid.¿ a glucose test of 268 mg/dl was obtained on the competitor¿s device and at "4:10 p.m.," additional blood glucose tests of 253 mg/dl and 340 mg/dl were obtained, and the caregiver provided the customer with 1 unit of insulin for glucose correction. No further information was reported. There was no report of death or permanent injury associated with this event.